Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test; the battery leaked as well. The patient's blood glucose at the time of incident was 17.7 mmol/l. A self test was performed and the device passed; however, the cause of the battery leakage is unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery and failed battery test alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.